Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the patient report appear to match the damage found.

Event description:
It was reported that in-situ testing showed status hi on all electrodes but channel 10. An accident or trauma is not known.

Event description:
It was reported that in situ testing showed status hi on all electrodes but channel 10. An accident "ore" trauma is not known. Re-implantation will take place but no date is confirmed yet.

Manufacturer narrative:
(B)(4). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.